Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" of saline implant.

Event description:
Healthcare professional reported a left side "rupture" against a saline device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in anterior side assessed as fold flaw opening. Additional observations: brown particles observed in the fill channel. Observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "rupture" against a saline device. Device has been explanted.